Event description:
A customer reported a malfunction with their pump, specifically that the screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support completed several troubleshooting steps and was unable to resolve the issue. The decision was made to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy.